Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 230, 184, 194 and 178 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/21/2024 and test strips were opened two months prior to call. The meter memory was reviewed for previous test result history: result 1: 184 mg/dl date: (B)(6) time: 9:25 am fasting; result 2: 230 mg/dl date: (B)(6) time: 9:24 am fasting; result 3: 120 mg/dl date: (B)(6) time: 6:22 am fasting; result 4: 194 mg/dl date: (B)(6) time: 6:20 am fasting; result 5: 178 mg/dl date: (B)(6) time: 12:56 pm fasting; result 6: 129 mg/dl date: (B)(6) time: 8:19 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(6). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.